Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rees3128 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that "groshong PICC was inserted in radiology. Patient was sent back to surgical ward after insertion. Ward medical officer was about to start treatment for this patient. While he was checking patency, he found that there was leaking at the proximal hub. He stopped the procedure."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One video sample of a 5 fr groshong dl catheter was provided for evaluation. The catheter is shown within patient use and is secured with a statlock securement device. The catheter is being manipulated to bend the catheter at the region that extends from the bifurcation hub. A spraying leak is noted at the proximal portion of the catheter where the interface is located with the hub. The characteristics of the damage on the catheter could not be closely inspected from the video sample provided. Since the presence of a leak was observed in the video provided, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that "groshong PICC was inserted in radiology. Patient was sent back to surgical ward after insertion. Ward medical officer was about to start treatment for this patient. While he was checking patency, he found that there was leaking at the proximal hub. He stopped the procedure."